Event description:
The complainant, a nurse, called clinical support to report that the automated impella controller (aic) generated a battery failure alarm. The nurse reported that two days prior a case was going to be done and this console they were about to use showed battery failure. The nurse reported they used a different console for the case with no issues. Reportedly after two days of charging, the system continued to receive the battery failure message. There was no patient harm reported, another console was used upon the failure of this device.

Manufacturer narrative:
The investigation into the battery failure issue has been completed. The impella automated controller was returned for investigation. The data analysis of the logs revealed around the time the complaint occurred date ((B)(6) 2022) was consistent with the reported symptom. Upon boot-up of the console, the red alarm was issued and the console shut down. During the on-site power cycles, no ¿ac power disconnected¿ alarm was issued, which indicated the console was connected to ac power when the console was turned on. A review of the long-term logs showed descending battery voltages (from 5/28 to 5/31), which is contradictory to the statement of ¿2 days of charging¿ according to clinical staff. It was speculated that the console transport switch was not switched on during clinical use. Without the battery switch engaged, the console would operate/ turn on with ac power, but unplugging ac would cause unexpected controller shutdown. Furthermore, the console was not receiving charging even with ac cord plugged in for days. The returned pump was inspected, the battery switch was engaged during console check-in, and the console was powered on via batteries and ac power supplied. No alarms occurred. A batttest was performed, where no issues on batteries were found. The console had expected behavior both on ac power and battery power with no issues. It is likely that the console did not have the battery switch engaged in the field, and the failure was resolved by engaging the battery switch on the bottom of the console. The cause of the issue was most likely user technique related by the end user as a result of the battery switch not being engaged. This report is being filed as part of a retrospective review of historical records.